Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been hospitalized due to diabetic ketoacidosis. Customer's also provide blood glucose was 495 mg/dl. Customer stated that the crack on screen. Customer declined to troubleshooting for diabetic ketoacidosis. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in the reservoir compartment noted. No cracks on the screen noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, end cap address label missing, serial number label fading, missing display window cover and minor scratched lcd window. (B)(4).